Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported that the 9800 system had a collimator potentiometer error message at boot up prior to a case. No pt injury was reported.